Manufacturer narrative:
Device 2 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
It was reported the "catheter tip sticking to the packaging affecting it and caused light bleeding with recent use of one. " he said "this issue has been going on for years and he said he typically will find 1 like this in a full order of 150 but in his most recent box found one mu box that had 2. He said this "is not lot related" as it has been reoccurring for about 5 years with so many different lots. He suspects that the catheter is put in the packaging while it is too hot and it will affect the tip causing it to stick to the packaging. He said he wanted to report this to us again because he had an occurrence recently where he said he had some light bleeding from this reported defect. He said he used one to cath with that he was able to get loose that had stuck to the packaging and noticed when he woke up he had blood spots, about "4 or 5 blood spots" in his underwear. He said he looked at his meatus and could see a small cut he said it scabbed over and it healed without intervention. He said because they are stuck in the packaging he thinks this affects the tip area as well and he said in the past he has taken a magnifying lens to the tip of the ones that stuck (cannot see it with the naked eye he said) and can see "maybe a 10th of a millimeter of a small blemish" on them near the tip and he thinks this could be what caused his recent cut and bleeding. He does not see any parts of the packaging that ever rips off with the catheter itself. He said its like "the tip gets welded to the sleeve" which he said he can see this from the sleeve packaging as well." He was advised the next time he finds one like this to please not use and it and report it to us for replacements.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation findings: packaging & heat-sealing: the sealing edges of the defective product showed clear tooth marks and white traces, suggesting proper heat sealing. Liquid presence: traces of dried lubricant or water stains were found inside the catheter's side holes, though the product does not include water or lubricant. Production process review: no abnormalities were found in the production batch (lot: 24b00309). The sealing process was verified as intact. Personnel & equipment check: all involved staff were trained and qualified, and no production issues were reported. Material & environment: raw materials met quality standards, and no environmental changes impacted production. Possible cause: the product was likely opened after leaving the factory, and exposure to lubricant may have caused liquid seepage inside the catheter before drying. Conclusion: the investigation found no faults in manufacturing. It was determined that the catheter was possibly opened post-production, leading to lubricant exposure. No corrective actions were recommended. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005471919.